Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/22/2021.   Additional information was requested and the following was obtained: what is the correct event/procedure date? According to official letter of claim from distributor - the event date - (B)(6) 2020. H3 evaluation: two pictures were received for evaluation. Upon to visual inspection of the pictures, a foil, a labeled winding former, a detached needle and a dispensed suture of product could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 1/22/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number plk995, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what was the initial procedure? Rhinoplasty. When did the problem occur: before surgery or during surgery? During the operation. What was used to complete the procedure? Pds 5/0 from the same package. The operation was successful? The operation was successful. What is the day of the event and the date of the procedure? (B)(6) 2020 has the patient suffered any consequences due to the problem (removal of the suture needle)? The patient was not injured thanks to the competent work of the surgeon. Could you confirm the availability of the device? Yes, threads are available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The initial event information states the event date is (B)(6) 2020 and the additional information states the event date/procedure date is (B)(6) 020. The alert date of the file is 12/7/2020. What is the correct event/procedure date?

Event description:
It was reported that a patient underwent a rhinoplasty on an unknown date and suture was used. During the procedure, the thread came off the needle. There were no adverse patient consequences reported. No additional information was provided.